Event description:
It was initially reported to boston scientific corp on (B)(6), 2009, that a speedband superview super 7 multiple band ligator was planned for use in a procedure, performed on (B)(6), 2009. According to the complainant, they discovered that the cap of the speedband was broken (taken off) when they checked the product before the procedure, so they did not use the device on the pt. The case was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be normal. F/u info received indicated that when they opened the product package "ligator head (plastic cap) was already divided from body". The device is packaged with the ligator head separate from the body of the device. The complaint was interpreted that the user did not understand that the device required assembly. This event has been deemed a reportable event based on investigation results; the ligator head was broken in half.

Manufacturer narrative:
A visual examination of the returned device found all 7 bands remained undeployed. The ligator head was broken in half below the deployment threads and ligator teeth did not appear to have any damage. In addition, the trip wire was not properly cinched to the handle. Functionally, the handle was able to be turned to secure the trip wire around the drum. The condition of the returned incident device was verified with the complaint that the cap was broken. The most probable root cause has been determined to be handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).